Manufacturer narrative:
Authors: andreas y. Andreou. Sub-acute stent thrombosis in a bifurcation lesion: the devil is in the details. Cardiovascular diagnosis and therapy 4 2024. Doi: 10.21037/cdt-24-183. Pmid: 39263483. Pages: 735-739. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was received for review titled "sub-acute stent thrombosis in a bifurcation lesion: the devil is in the details". This journal article was a case study. The patient initially presented with inferior wall st-segment elevation myocardial infarction (mi) and underwent percutaneous coronary intervention (pci) to a culprit right coronary artery (rca)-posterior descending artery (pda) bifurcation lesion. Both a 3.0mm and a 2.5mm resolute onyx coronary drug eluting stent were implanted using a t-and-protrusion (tap) technique. Post-pci dual antiplatelet therapy (dapt) was composed of maintenance doses of aspirin and clopidogrel. Emergency coronary angiography performed four days later for recurrent angina and st-segment elevation in the inferior leads revealed in-stent occlusion just proximal to the distal rca bifurcation. Recanalization was achieved after angioplasty using a 1.5 mm balloon inflated across both ostia of the bifurcation, followed by manual aspiration of a large thrombus from the ostium of the pda. Subs equent intravascular ultrasound (ivus) imaging from the rca revealed excessive protrusion of the pda stent inside the distal rca, resulting in generation of a long neocarina, and distortion of the rca stent proximal to the bifurcation, with stent struts protruding into the lumen, being overlapped with each other, and interspersed within the subacute thrombus. There was malapposition of the pda stent. It is believed that an undersized balloon was used in the index procedure in the rca for the final kissing balloon inflation (kbi), thereby explaining the generation of stent distortion. A pro-thrombogenic blood flow disturbance with high shear rate was therefore created by the distorted stent and redundant neocarina resulting in stent thrombosis. Pci for stent thrombus was performed with a sequential kbi technique using properly sized balloons positioned laterally to each other with a good angiographic result. The balloons were inflated successively at high pressure (20 atm). Subsequently, kbi was performed using the same balloons positioned laterally to each other, which were inflated simultaneously up to 8 atm and deflated also simultaneously to ensure that a central position of the neocarina is achieved. Final ivus imaging revealed re-expansion of the rca stent and reconstruction of the neocarina. The patient's dapt was changed.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: both a 3.0x34mm and a 2.5x18mm resolute onyx coronary drug eluting stent were implanted using a t-and-protrusion (tap) technique.  Lot number patient's weight medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.